Event description:
The reporter indicated the surgeon attempted to use a ks-ni2 aq310ain pre-loaded injector. While advancing the lens with the screw plunger, the lens rotated and got stuck in the injector. No patient contact. Cause of incident is unknown.

Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Pt age and weight: unk. (B)(4). Method: device work order search. Results: a device work order search was performed and one similar complaint were found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).